Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found there was no physical damage. No broken wires/cables found. There was no problem detected. Instrument passed electrical continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional. No product issue was found. The complaint regarding a broken wire was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.